Event description:
It was reported that a shaft break occurred. The target lesion was located in an unspecified artery. A 2.00mm x 20mm emerge balloon catheter was selected to dilatate the target lesion. Following insertion into the toughy, the shaft broke inside the guide catheter. The device was removed. The procedure was completed with another with same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).